Event description:
It was reported that the mouthpiece melted and deformed when autoclaved at 132-134 degrees celsius for 5 minutes. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. It is possible that excessive temperatures in the autoclave contributed to the reported deformation of the mouthpiece. Olympus will continue to monitor field performance for this device.